Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 400-500 mg/dl with high ketones and was addressed with insulin injections. Tandem technical support performed a system check and found that the tubing needed to be changed. After changing the pump's supplies, the customer's bg level was lowered to the 200 mg/dl range with moderate ketones. Reportedly, the customer was using apidra insulin.